Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
H6 harm code updated to include loss of consciousness. Description summary updated as below: this case is for the june 28, 2017 event. Please see (B)(6) for the june 16, 2017 event. Per svn 312024151, the customer was using mmt-723nab, sn (B)(6). On june 20, 2017, it was reported that customer was hospitalized for severe hyperglycemia and hypoglycemia on june 16, 2017. Upon admission, her blood glucose was over 600mg/dl, and after 2 doses of insulin (18u total), she dropped to 45mg/dl. Customer was treated with manual injection in the hospital. She was shipped a new model mmt-723. On june 28, 2017, she was rushed to the emergency room after she crashed her car into a lake when she became unconscious from a low blood glucose. On (B)(6) 2017, customer reported that she was using the recalled sets and got into a car accident where she was the driver. She had a high blood glucose that she did not treat. Then, she had a low and did not feel well. She was driving herself home and lost control of her car because of the low and her car ended up in the water. Paramedics were called and she was taken to the emergency room on june 28, 2017 for low blood glucose of 20mg/dl. Customer did not have the pump to troubleshoot. Per svn 312024151, pump used on june 28, 2017 was sn (B)(6) and set lot # 5203357 (which is not part of the membrane vent blockage recall) was used. Customer was wearing the pump at the time of incident. Per svn 312024151, sensor was not used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) with blood glucose of 20 mg/dl at the time of the incident. The customer was in a vehicle accident that ended up with her in a body of water. The customer had a high of 271 mg/dl and did not treat for this high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer discontinued use of the pump and did not have it available. The customer was using the recalled infusion sets. The insulin pump will not be returned for analysis.